Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-01098. It was reported that the patient as experiencing uncomfortable stimulation. Troubleshooting was done by turning therapy down, but stimulation was still uncomfortable. The leads were repositioned on (B)(6) 2019. The patient has effective therapy and stimulation is no longer uncomfortable. Issue resolved.